Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0pnmv, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient felt stimulation in the wrong location. The stimulation was in the patient's buttocks and not in their vaginal or anal area. The manufacturer representative checked the implant on (B)(6) 2015 and found out the 6 of the 10 "code" was not working. The patient coughed and went, thus they knew the therapy was not working. This issue started 2 weeks ago in (B)(6) 2015. The patient was scheduled to have a revision on (B)(6) 2015. The patient's therapy was on. There were no falls or trauma that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.